Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Received info the pt experienced intermittent stimulation. The stimulation would be felt for a few seconds and than nothing. The pt was reprogrammed multiple times and had electrodes impedances >4,000 ohms on all or some unipolar pairs. The system was explanted and replaced with a different manufacturer's device. Pt recovered without sequela.